Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: an unusual case of implantable cardioverter-defibrillator inhibition. 2015; med. J. Aust. 202 (6) 329-330. (B)(4).

Event description:
A journal article was received which contained information regarding this patient's implantable cardioverter defibrillator (ICD). This article noted that the patient experienced a continuous alarm sound indicating the device may have switched to magnet mode. It was determined that the patient's device experienced electromagnetic interference caused by a magnetic clip located on the patient's garment. The ICD remains in use. No patient complications have been reported as a result of this event.